Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 4. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive for c. Tropicalis. This patient had candida albicans and incorrectly received antifungal treatment. The initial reporter indicated a total of four false results across three separate products but did not indicate which patients corresponded to which device. 12 total reports are being submitted since clarifying information has not been provided within the 30-day timeframe. The following information was provided by the initial reporter: customer problem: biofire false positive for c. Tropicalis, #1 ¿ this pt had candida albicans as well so got antifungals, #2 ¿ did not get treated; providers thought all organisms grown were contaminants, #3 ¿ got treated for 3 days, but not a full treatment course, #4 ¿ did not get treated."

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: biofire false positive for c. Tropicalis #2 ¿ did not get treated; providers thought all organisms grown were contaminants.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. The date of event was updated from 09/04/2023 to 09/05/2023. H.6. Investigation summary: catalog: 442020 batch no.: 3145901 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
B5. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: biofire false positive for c. Tropicalis; #2 ¿ did not get treated; providers thought all organisms grown were contaminants.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive for c. Tropicalis. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: biofire false positive for c. Tropicalis; #2 ¿ did not get treated; providers thought all organisms grown were contaminants.